Manufacturer narrative:
D3 manufacturer fax was added as it was inadvertently omitted from the initial report. D4 primary UDI number was updated. D9 product was returned. The cause of the high purge pressure was due to a purge line kink per clinical details noting trolly wheel was on patient cable at time of purge pressure increase, data logs showing sudden increase in purge pressure, and returned product with blood in purge filter and biomaterial around purge gap.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure. A trolley wheel was found to be on the impella cable, generating the alarm. However, after the trolley wheel was moved the purge pressure did not resolve. The patient survived.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.